Event description:
It was reported that when responding to a patient code on a patient implanted with an implantable cardioverter defibrillator (ICD), a nurse delivering intravenous medication experienced a shock which "caused (the nurse) to be sent to the other side of the room." The nurse went to the emergency room for evaluation. Follow-up was conducted, but the nurse manager was not present during the patient code and no further information could be obtained. The device remained implanted. No further nurse, nor patient, complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).